Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and post laminectomy pain. It was reported the healthcare professional (hcp) had questions regarding pump positioning and the magnetic resonance imaging (MRI). The patient told the hcp the pump flips and was uncomfortable. It was noted this has happened a couple of times and that the pump was high under their rib cage. The hcp had no further information. It was asked, but unknown if it was a sudden or gradual change in symptoms. The event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4) implanted: (B)(6)2014 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative (rep). It was reported that the pump was flipping. The healthcare professional (hcp) thought this caused a strain in the catheter resulting in a 3ml difference from what was recorded in the pump on tablet to what was actually being taken out. Any environmental/external/patient factors that may have led or contributed to the issue were patient may have flipped pump due to weight of patient. Patient recently gained weight. Patient's pocket site was revised during replacement by the hcp. Catheter was also advised to prevent flipping of new pump. Part of pump segment was cut out and a new pump segment was added. At the time of this report, the issue had resolved and patient status was alive-no injury. The customer discarded explanted devices. No further complications were reported.